Event description:
The device was used during a laparoscopic cholecystectomy procedure. It was reported that the applier drops clips. There was no consequence to the pt.

Manufacturer narrative:
Device returned with no lot identification. Material 410 stainless steel. The product analysis team has completed its investigation. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Analysis conclusion: based on the inquiry info received, the visual and functional testing, it was determined that the jaw was out of alignment. The devices was repaired and cleaned and polished. The device was tested and found to meet design specifications. The devices was placed in the exchange pool. Co strives to understand each incident as it occurs in order to continuously improve co's products.